Manufacturer narrative:
Investigation is in progress. Customer reports they do not flush the tube prior to insertion or removal of the sytlet. This constitutes a misuse of the product by failure to follow MFR's instructions for use. One sample was returned for evaluation. Functional testing of the product found that the sylet was easily removed after the proper amount of water was added to the tube. Stylet was used with feeding tube 8884-720841 (lot #981046). No problems were found with either product.

Event description:
Customer reports, they were unable to remove the guidewire from a feeding tube once the tube had been placed in the pt. The tube had to be removed and another tube placed. No pt injury is reported, but a second intubation was necessary.

Event description:
Customer reports, they were unable to remove the guidewire from a feeding tube once the tube had been placed in the pt. The tube had to be removed and another tube placed. No pt injury is reported, but a second intubation was necessary.